Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately two months post initial right tka, the female patient had a revision due to infection. Patient's liner was exchanged. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event.. As per physician "this is the first stage. It¿s planned to do 2 stage revision to treat the infection". Sales rep was unable to obtain images or x-rays. The device is not available for evaluation as it was disposed by the hospital.

Manufacturer narrative:
Additional information: h3 - based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined. H6 - component code and investigation coding. Corrected information: b3 - event date.